Event description:
It has been reported to philips that the allura system would not power on and was stuck at 00:00. The system was not in clinical use when this occurred. There was no report of harm.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed that the system did not start. Review of the system log file showed grabber card failure resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The fse replaced the flexvision pc and hard disk. After replacement of the flexvision pc and hard disk, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.